Event description:
A report was received that the tip of one of the leads had eroded through the patient's skin. The patient was given oral cephlex antibiotics as a precaution. The patient was experiencing swelling and pus where the lead was coming out of the patient's skin. The physician cut and removed a 4 inch section of the lead and irrigated the area. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50 serial # (B)(4) description: linear st lead with preloaded enhanced stylet - 50 cm model # sc-2218-70 serial # (B)(4) description: linear st lead with preloaded enhanced stylet - 70 cm the cut portion of the lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the cut lead was explanted entirely and replaced with a new lead. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the tip of one of the leads had eroded through the patient's skin. The patient was given oral cephlex antibiotics as a precaution. The patient was experiencing swelling and pus where the lead was coming out of the patient's skin. The physician cut and removed a 4 inch section of the lead and irrigated the area. The patient was reportedly doing well following the procedure.